Event description:
It was reported that when using the bd pyxis¿ medbank tower fixed quantity amount had changed after rx verify request. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that fixed quantity amount changed. A technical support specialist (tss) discovered that the quantity on the rxverify request had been changed to 1 after the request was submitted, approved, and issued for 2. The system functioned as intended after the technical support specialist investigated the issue.